Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to check her blood glucose with her onetouch ultra2 meter due to it not powering on. On (B)(4) 2012, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient claimed the alleged issue began a few months ago, on an unknown date/time. The patient informed the mss that she manages her diabetes with januvia pills 1x daily and byetta 1 dose in the morning and 1 in the evening and continued with her usual diabetes management routine when she was unable to test. The patient claimed that approximately the beginning of march she developed symptoms of "shaking and felt like she was going to have a panic attack" at an unknown time. She reported that she treated her symptoms by eating fruit immediately afterwards and felt better within 15 minutes. She informed the mss that after the symptoms occurred, she stopped taking her byetta dose at night as was recommended previously by her doctor. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The correct test strips were being used. Based on the meter's use and age of the battery, a replacement battery was due but the patient didn't know it needed a battery. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on march 21, 2012 with the following findings: the no power complaint was not confirmed, the meter powers on with a low battery indicator/warning. The meter was found to have a low/dead battery. The 510(k) # is k053529.